Event description:
A female pt was in the process of being treated for endometriosis when the cutting loop electrode, being used for ablation, broke in the uterus. The wire loop section could not be located. The contents of the suction cannister were strained, but nothing was found. Upon discussion with hospital spokesperson, it was determined that the facility believes nothing remains in the pt. The pt had a normal recovery from the surgery.